Event description:
A malfunction alarm, identified as malf 12, was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, which was successfully executed, and the customer was able to continue using the pump without further issues.